Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Unomedical reference number (B)(4). Event occurred in austria it was reported that the patient faced a bent in infusion set cannula. The event occurred within 3 or more hours after insertion. The insertion site was at belly. The patient had high blood glucose level of 278 mg/dl. The serter insertion method was used. The infusion set was used for one night. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.